Event description:
Patient with boston scientific teligen ICD, model e110. The patient has remote monitoring of device by boston scientific. He was notified that there was an alert indicated on the remote ICD monitor. The patient was brought to the ed by ems. According to the ems report, daughter told them that "pacemaker went off." Device interrogation by ep nurse practitioner the day after boston scientific's last recording showed "voltage is too low for projected remaining capacity", while the battery status was falsely marked "ok." No shocks recorded. Patient denied chest pain, palpitations or shortness of breath. Boston scientific technical support was called. Normal sensing and pacing. "Patient will require ICD generator change."the patient underwent explantation of the old ICD and implantation of a new ICD generator as a result of this event.======================manufacturer response for generator (ICD), teligen (per site reporter).======================upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.cognis teligen devices contain a coulomb counter, which is a continuously functioning current meter that tracks the energy being consumed by the battery. It measures charge rendered from the battery for low voltage functions. The battery management algorithm combines all its inputs to calculate remaining longevity, power consumption, and charge remaining and displays this data via the programmer summary screens. Any significant, unintended energy loss that is not measured by the device's internal coulometer will result in a premature drop in the monitored battery voltage. When the voltage drops below a set threshold for 3 days,the fault code will be issued by the device. The device will emit warning tones and a programmer will display a yellow fault screen upon interrogation of the device. For pts on the latitude remote pt monitoring system, a yellow alert will also be generated. Although power measurements and battery capacity may appear normal via a programmer, the generation/appearance of this fault code indicates that some unknown amount of capacity was lost and the device may currently be depleting prematurely. Longevity calculations and battery status indications may not behave predictably after appearance of the fault code.in this case, the longevity calculation and battery status did not reflect this loss of energy because the device was not in the latter part of its predicted life. As stated above, cognis teligen devices will issue a fault code when the voltage level drops below a minimum threshold; this mechanism was implemented to ensure the battery voltage levels are monitored at all times/under all circumstances for these devices. It is important to emphasize that, based on review of the device memory, this device was capable of providing therapy while implanted. Conclusion: confirmed product malfunction.what was the original intended procedure?explantation of old ICD and implantation of new ICD generator.device #1is this a laboratory device or laboratory test?no.